Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the keypad cover was peeling at the ok keypad button. All keypad buttons responded normally to button presses. The keypad cover was removed and there was evidence of contamination found under the up arrow, down arrow, and ok button contacts. The complaint of a button response issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was moisture on the keypad flex connector; the audio bolus button cover was missing; the display was dim, fading, and discolored; the battery compartment was cracked.